Manufacturer narrative:
The device was received by a company representative and will be forwarded to the manufacturing site for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Cartridge product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been two other complaints reported in the lot. A root cause has not been identified. (B)(4).

Event description:
An ophthalmologist reported that an intraocular lens (iol) cartridge burst. Additional information received, indicating that there was no visible impact on the patient. The surgeon suspects causality with temperature, as the surgery theater is very cold. Since starting to prewarm the lenses, she has had fewer complications.

Manufacturer narrative:
Product evaluation: the used cartridge was not returned. Twenty-three (23) unopened cartridges of the same lot number were returned. Samples were opened and evaluated. No damage was observed. Samples were functionally tested per the directions for use (dfu), using a qualified handpiece, 21.0 diopter lenses, and qualified ovd (ophthalmic viscosurgical devices). The cartridges were filled with viscoelastic per the dfu. The lenses were loaded and biased down. The lenses were advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens deliveries. Additional samples were opened to conduct top coat dye stain testing. Top coat dye stain testing results were acceptable. The reported complaint could not be verified. The complaint cartridge was not returned. Twenty-three (23) unused, unopened cartridges were returned. The root cause for the reported event may be related to a failure to follow the dfu. The customer indicated the use of a non-qualified lens/cartridge combination. The associated lens model is not qualified for use in the reported cartridge. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is not qualified for use in this cartridge. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. It was reported that the surgeon placed one drop of viscoelastic in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Functional testing was conducted per the dfu with samples of the returned unopened cartridges with acceptable results. No damage was observed to the lenses or to the cartridges. Top coat dye stain testing was conducted with additional samples of the returned cartridges with acceptable results. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, indicating that there was a crack in the iol.